Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of stent system failure. The residual blood most likely occluded the micro-stent lumen. Postoperative elevated iop and intraoperative hyphema are established risks associated with use of the stent system, which is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one day following a cataract removal with intraocular lens and glaucoma stent implant procedure, the patient presented with elevated intraocular pressure (iop) of 37 mmhg (millimeters of mercury), and the surgeon noticed a blood clot in the lumen of the stent. It was noted that the iop started to come down with oral acetazolamide and a topical drop. The symptoms were reported to be continuing. The patient was to be evaluated again in six days. Additional information was received, indicating that the patient's iop had improved on two drops as of his most recent postoperative check. The surgeon restarted a third drop as well. The surgeon advised after latest check that there is no blood clot in the lumen. The surgeon considered the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that one day following a cataract removal with intraocular lens and glaucoma stent implant procedure, the patient presented with elevated intraocular pressure (iop) of 37 mmhg (millimeters of mercury) . It was noted that the iop started to come down with oral acetazolamide and a topical drop. The symptoms were reported to be continuing. The patient was to be evaluated again in six days. Additional information was received, indicating that the patient's iop had improved on two drops as of his most recent postoperative check. The surgeon restarted a third drop as well. The surgeon advised after latest check that there is no blood clot in the lumen. The surgeon considered the event resolved with treatment.